Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had increasing impedance and high threshold. The patient was brought into the emergency room on (B)(6) 2018. When the lead was programmed to unipolar, the patient experienced pocket stimulation. The lead was explanted and replaced instead. The asymptomatic patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in three pieces measuring 8.2 cm, 5.7 cm, and 51.5 cm. The reported events of high pacing threshold and high pacing lead impedance were not confirmed. The damage found was sustained during the surgical procedural damage. The lead was otherwise normal.